Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing respectively. Upon review of the pod download data, a rotational sensor malfunction was observed in conjunction with the pod only running 31 pulses. The pod was reset, connected to an unused controller, complete both priming sequences and programmed a 5u bolus successfully. The pod had replicated a rotational sensor error. The rotational sensor assembly was inspected and contamination was observed on the commutator cap. The observed contamination on the commutator cap can be confirmed as the cause of the reported needle mechanism failure complaint and first prime ending prematurely.